Manufacturer narrative:
Citation: mayr b et al. Transcatheter aortic valve implantation and off-pump coronary artery bypass surgery: an effective hybrid procedure in selected patients. Interact cardiovasc thorac surg. 2018 jul 1;27(1):102-107. Doi: 10.1093/icvts/ivy014. Advance access publication 2018 feb 26. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility and safety of a hybrid procedure involving off-pump coronary artery bypass in combination with transcatheter aortic valve implantation in patients presenting with severe aortic stenosis and concomitant coronary artery disease. All data were collected from a single center between february 2011 and april 2017. The study population included 20 patients (predominantly male; mean age 77 years), 5 of which were implanted with a medtronic evolut r bioprosthetic valve. Prosthesis sizes used: 26 mm (1 patient), 29 mm (2 patients), and 34 mm (2 patients). No serial numbers were provided. Among all patients, 5 deaths occurred (2 cardiac, 3 non-cardiac). Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: new permanent pacemaker implantation, pericardial effusion requiring pericardiotomy, re -exploration for bleeding, deep sternal wound infection, post-operative atrial fibrillation, rethoracotomy, mild paravalvular aortic regurgitation, and life-threatening/major bleeding. Multiple manufacturers were noted in the literature; based on the available in formation a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author provided the mean patient weight for the study population. Additional information received from the physician/author provided device identifier (serial/model) number: model - evolutr-34 serial number - (B)(4). A review of the medtronic global complaint handling database with the provided device identifier serial number confirmed these observations have not been previously reported. If information is provided in the future, a supplemental report will be issued.